Event description:
Prodedure: unspecified kidney/adrenal gland. Reportedly, while using the device something dropped from the seal into the surgical area. The piece was immediately retrieved and there was no injury reported.